Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The hospital nurse reported, the customer was hospitalized for low blood glucose levels. Prior to having low blood glucose levels, customer experienced high blood glucose levels. Customer treated several times for her high blood glucose levels. Customer was found unconscious by her husband. Customer had a severe ear infection as well, during the episode.